Manufacturer narrative:
Intuvie received follow-up from right way medical, the third-party service, indicating that the reported free flow issue could not be duplicated at the time of service. The device inspection data was reviewed, and the device passed all testing. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that there was free flow to the patient. No additional information was provided. There was no patient harm reported.

Manufacturer narrative:
This MDR is submitted late as a result of nc-2025-028. The nc identified a delay in complaint creation related to an error that occurred during intake: intuvie received a report indicating that there was free flow to the patient. A review of the device's serial number history revealed one similar complaint. The device was returned to right way medical for investigation; however, the results of that investigation are unknown at this time. The reported failure mode could not be confirmed, and the root cause could not be determined. The free flow issue was identified during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).